Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient had symptoms due to rv pacing. The lead was extracted and replaced.